Event description:
It was reported that before a lap renal procedure, the device became not to be activated soon. Then, the blade was broken off when the device was touched outside the patient. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Event description:
It was reported that before a lap renal procedure, the device became not to be activated soon. Then, the blade was broken off when the device was touched outside the patient. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.